Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. It was found that the issue could not be produced by certified technician. The unit performed appropriately. No repairs needed. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. The device was not being used for treatment at the time of the reported event. The device was returned for evaluation. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. The investigation indicates that the reported issue was unconfirmed. The labeling review is not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature shown on the display was faulty and the arctic sun device was switched programs by itself.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature shown on the display was faulty and the arctic sun device was switched programs by itself.